Manufacturer narrative:
The device is not being returned for evaluation. If any additional relevant information is received, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels since starting use of the tandem pump approximately 1.5 months ago; however, no specific date, bg levels, or treatment of bg levels were provided. Reportedly, customer is blind and is unable interact with the pump as intended. Customer indicated that they will discontinue use of the pump, and did not indicate back up therapy.